Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold. It was noted that trends appeared variable. It could not be confirmed if output was sufficient for consistent lv capture. The lv lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).